Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was displaying a blue screen with a restarting message. A field service engineer (fse) performed a power cycle to check whether the system would launch correctly. The fse observed that the station remained stuck for an extended period with a message indicating that an error had occurred and the system was reverting to a previous version, then reimaged the station and completed configuration. The fse installed eset antivirus software, set component manager to managed mode, verified that the station was successfully synchronizing with the server, reviewed windows server update services and eset status through the remote support system dashboard, confirmed that both services were up to date with a healthy status, and verified that firewall and recovery model packages were deployed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was stuck on a windows update screen. The customer reported that the station was not turning on. However, there were no delay and adverse events or injuries reported based on this event.